Event description:
It was reported that the customer was hospitalized on two different occasions. The first time his hospitalization was due to high blood glucose, and the second time was unrelated to diabetes. It was stated that the customer did not feel comfortable and the nurse recommended having the insulin pump replaced. The blood glucose reading at time of call was 180 mg/dl. Reviewed the alarm history and found several no delivery alarms. It was stated that the customer did not have any supplies to do any troubleshooting. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.